Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('two metallic wires seen superimposed the pelvic region/migration') and perforation ('perforation nos') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Previously administered products included for an unreported indication: local anesthesia. Concurrent conditions included erythro papular rash (she cannot wear ¿fake¿ jewelry, which often has nickel in it.), welts (she cannot wear ¿fake¿ jewelry, which often has nickel in it.) And anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain (severe, constantly aching,intermittently throbbing, intermittently intense and feeling like contractions)"), menorrhagia ("menorrhagia was worsening/abnormal bleeding"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), headache ("headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections") with vaginal odour and vulvovaginal pruritus, anaemia ("anemia") with arthralgia, fatigue and dizziness, back pain ("low back pain"), amenorrhoea ("amenorrhea"), abdominal discomfort ("abdominal discomfort / lower abdominal pressure"), pelvic discomfort ("irritation in her pelvic region"), vision blurred ("blurred vision"), perineal pain ("perineal pain"), pollakiuria ("urinary frequency"), dysuria ("dysuria"), fungal infection ("yeast infection symptoms / chronic yeast infections") with rash, abdominal mass ("knot on the lower right side of her stomach"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, medroxyprogesterone, nystatin;triamcinolone and phentermine (adipex). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, menorrhagia, dyspareunia, alopecia, weight decreased, headache, teeth brittle, vaginal infection, anaemia, back pain, amenorrhoea, abdominal discomfort, pelvic discomfort, vision blurred, perineal pain, pollakiuria, dysuria, fungal infection and abdominal mass had not resolved and the perforation, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, device dislocation, dyspareunia, dysuria, fungal infection, headache, hypersensitivity, menorrhagia, migraine, pelvic discomfort, perforation, perineal pain, pollakiuria, teeth brittle, vaginal infection, vision blurred and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she also reported irritation in her pelvic region, which believed attributable to a possible allergic reaction to menstrual pads. She continues to seek treatment for her symptomatology, and is considering having the devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion in both fallopian tubes. Ultrasound scan - on (B)(6) 2016: results: essure on the transverse view of her upper uterus. Diagnostic results: abdominal x-ray on (B)(6) 2014 showed ¿two metallic wires seen superimposed the pelvic region.¿ most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: event perforation added and made medically significant. Event migraines, autoimmune disorder and hypersensitivity added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('two metallic wires seen superimposed the pelvic region/migration') and perforation ('perforation nos') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in 2010, loop electrosurgical excision procedure in 2007, vaginal discharge, chlamydial infection and vaginal delivery. Before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Previously administered products included for an unreported indication: local anesthesia. Concurrent conditions included erythropapular rash (she cannot wear ¿fake¿ jewelry, which often has nickel in it.), welts (she cannot wear ¿fake¿ jewelry, which often has nickel in it.) And anemia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain (severe, constantly aching,intermittently throbbing, intermittently intense and feeling like contractions)"), heavy menstrual bleeding ("menorrhagia was worsening/abnormal bleeding"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), headache ("headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections") with vaginal odour and vulvovaginal pruritus, anaemia ("anemia") with arthralgia, fatigue and dizziness, back pain ("low back pain"), amenorrhoea ("amenorrhea"), abdominal discomfort ("abdominal discomfort / lower abdominal pressure"), pelvic discomfort ("irritation in her pelvic region"), vision blurred ("blurred vision"), perineal pain ("perineal pain"), pollakiuria ("urinary frequency"), dysuria ("dysuria"), fungal infection ("yeast infection symptoms / chronic yeast infections") with rash, abdominal mass ("knot on the lower right side of her stomach"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, medroxyprogesterone, nystatin;triamcinolone and phentermine (adipex). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, heavy menstrual bleeding, dyspareunia, alopecia, weight decreased, headache, teeth brittle, vaginal infection, anaemia, back pain, amenorrhoea, abdominal discomfort, pelvic discomfort, vision blurred, perineal pain, pollakiuria, dysuria, fungal infection and abdominal mass had not resolved and the perforation, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, device dislocation, dyspareunia, dysuria, fungal infection, headache, heavy menstrual bleeding, hypersensitivity, migraine, pelvic discomfort, perforation, perineal pain, pollakiuria, teeth brittle, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: she also reported irritation in her pelvic region, which believed attributable to a possible allergic reaction to menstrual pads. She continues to seek treatment for her symptomatology, and is considering having the devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: occlusion in both fallopian tubes. Ultrasound scan - on (B)(6) 2016: results: essure on the transverse view of her upper uterus. Diagnostic results: abdominal x-ray on (B)(6) 2014 showed ¿two metallic wires seen superimposed the pelvic region.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received-new reporter, medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('two metallic wires seen superimposed the pelvic region/migration') and perforation ('perforation nos') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, plaintiff¿s menstrual periods were not as heavy, nor did they last as long, and she had no problem with going about her daily life. Previously administered products included for an unreported indication: local anesthesia. Concurrent conditions included erythropapular rash (she cannot wear ¿fake¿ jewelry, which often has nickel in it.), welts (she cannot wear ¿fake¿ jewelry, which often has nickel in it.) And anemia. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain, perforation (seriousness criterion medically significant), abdominal pain ("abdominal pain (severe, constantly aching,intermittently throbbing, intermittently intense and feeling like contractions)"), menorrhagia ("menorrhagia was worsening/abnormal bleeding"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), headache ("headaches"), teeth brittle ("brittle teeth"), vaginal infection ("frequent vaginal infections") with vaginal odour and vulvovaginal pruritus, anaemia ("anemia") with arthralgia, fatigue and dizziness, back pain ("low back pain"), amenorrhoea ("amenorrhea"), abdominal discomfort ("abdominal discomfort / lower abdominal pressure"), pelvic discomfort ("irritation in her pelvic region"), vision blurred ("blurred vision"), perineal pain ("perineal pain"), pollakiuria ("urinary frequency"), dysuria ("dysuria"), fungal infection ("yeast infection symptoms / chronic yeast infections") with rash, abdominal mass ("knot on the lower right side of her stomach"), migraine ("migraines"), autoimmune disorder ("autoimmune symptoms") and hypersensitivity ("hypersensitivity symptoms") and was found to have weight decreased ("weight loss"). The patient was treated with antibiotics, ibuprofen, medroxyprogesterone, nystatin;triamcinolone and phentermine (adipex). Essure treatment was not changed. At the time of the report, the device dislocation, abdominal pain, menorrhagia, dyspareunia, alopecia, weight decreased, headache, teeth brittle, vaginal infection, anaemia, back pain, amenorrhoea, abdominal discomfort, pelvic discomfort, vision blurred, perineal pain, pollakiuria, dysuria, fungal infection and abdominal mass had not resolved and the perforation, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal discomfort, abdominal mass, abdominal pain, alopecia, amenorrhoea, anaemia, autoimmune disorder, back pain, device dislocation, dyspareunia, dysuria, fungal infection, headache, hypersensitivity, menorrhagia, migraine, pelvic discomfort, perforation, perineal pain, pollakiuria, teeth brittle, vaginal infection, vision blurred and weight decreased to be related to essure. The reporter commented: she also reported irritation in her pelvic region, which believed attributable to a possible allergic reaction to menstrual pads. She continues to seek treatment for her symptomatology, and is considering having the devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: results: occlusion in both fallopian tubes. Ultrasound scan - on (B)(6)2016: results: essure on the transverse view of her upper uterus. Diagnostic results: abdominal x-ray on (B)(6)2014 showed ¿two metallic wires seen superimposed the pelvic region.¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.